Event description:
It was reported that approximately 35 months post-implant of a bifurcated device, a suprarenal aortic extension and an infrarenal aortic extension, the pt's aneurysm had grown. Reportedly, the pt presented with moderately angulated short reverse conical non-aneurysmal neck, and patent ima. The pt's aneurysm grew since index procedure. The physician elected to implant palmaz stent which moved distally intraoperatively and an additional palmaz was implanted achieve good seal proximally and eliminate the possibility of type I endoleak. The physician is monitoring the pt.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned hence device evaluation could not be performed. Intra-operative images were provided for clinical assessment and it was determined that the aneurysmal sac continued to grow due to a type ii endoleak caused by the patent inferior mesenteric artery (ima). Type ii endoleaks are not considered related to the design of the device. Per the clinical assessment, it is likely that the sac will continue to fill unless the patent ima occludes on it's own or via physician intervention. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.